Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator body was found damaged during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use in the form of dried biological material were observed on the returned component. Visual inspection of the dilator revealed the tip was torn and deformed. This damage appears consistent with undue force being applied to the dilator during insertion. The dilator length measured 5 3/8", which is within the specifications of 5 1/4-5 3/4" per product drawing. The dilator outer diameter measured 0.1578", which is within the specifications of 0.156-0.160" per product drawing. Functional inspection of the dilator was performed per the product instructions for use which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire threaded through with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection confirmed the dilator tip was deformed and torn. The appearance of this damage is consistent with undue force being applied on the dilator during insertion. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the dilator body was found damaged during use on the patient. No patient harm reported. The patient's condition is reported as fine.